Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received excessive no delivery alarms. It was also mentioned that the customer's insulin pump had a worn display, many scratches and cracks around the display. No additional information is provided.

Manufacturer narrative:
No unexpected excess no delivery alarms noted. Passed displacement test, prime, basic occlusion test and excessive no delivery test. All buttons function properly, however moisture damage on keypad traces noted during visual inspection. Cracked case at lcd window corners and minor scratches on lcd window noted. Cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.